Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 350cc saline prosthesis, catalog #3501655, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with a mentor smooth round moderate profile 350cc saline prosthesis. On (B)(6) 2018 right sided deflation was diagnosed by a physician after the right implant began to appear visibly smaller than the left. As a result, the device is scheduled to be explanted on (B)(6) 2018.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 3/4/2019. Device evaluation summary: it was reported that a 57 year-old caucasian female underwent breast augmentation revision with a mentor smooth round moderate profile 350cc saline prosthesis. On (B)(6) 2018 right sided deflation was diagnosed by a physician after the right implant began to appear visibly smaller than the left. Upon receipt by mentor the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. The mentor product analysis lab discovered an area of separated material measuring approximately 6.8 cm x 5 cm running from the anterior aspect to the posterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 1/19/2019. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).